Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2019.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption: e2013037. Reporting period december 1, 2018 through january 31, 2019. (B)(4). Total number of events ¿ 20. Artisyn y-shaped mesh - 0. Gynecare gynemesh ps - 20.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and the mesh was implanted. It was reported that the patient experienced pain and erosion and underwent revisionary procedure. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 4/24/2019 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2019 supplemental 01 - attachment: [02-28-2019 oto supplemental 01.zip]